Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that on (B)(6) 2026, the patient underwent orif surgery for distal clavicle fracture using va clavicle lateral middle cs2. During surgery, after inserting one locking screw into the distal end, the surgeon inserted another locking screw into the proximal end and applied torque. At that time, the surgeon noticed that the screw head had broken off near the neck. The plate was moved using the screw at its distal end as an axis, and the screw remaining in the bone was removed using forceps for broken screws. The surgery was completed successfully within 30minutes delay. No further information is available.